Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem usb cable no longer charges the pump. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer confirmed that a different usb cable charged the pump.